Event description:
It was reported that during a thoracoscopic pneumonectomy, the jaws became not to open after firing. Knife reverse switch could not be used. Manual override lever was used to open. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2023. D4: batch # unk. Investigation summary.   The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received fully fired. Upon inspection, the firing trigger would not function as intended and felt loose. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position and the pcb board was noted to be non-functional. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 499c47, and no non-conformances were identified.